Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-13072. It was reported that patient experienced ineffective therapy. Diagnostic testing revealed high impedance. As a result, surgery occurred to explant and replace the extension and ipg to address the issue.